Event description:
General report received of 2 "burst" tubing during power injections with contrast that occurred within the last year. The customer could not recall any specific details about the reported events. There were no reported adverse patient effects. Although requested, no additional information was available.